Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the customer's reported issue. The unit was powered on with a good known test patient circuit, and the ventilator delivered a high pitched noise and immediately received a "disc/sense" alarm. The alarm was visual as well as audible. A leak test was performed from general checkout, and the ventilator failed. Bench testing reveals a seized turbine. The service technician removed the outer impeller housing of the turbine and manually tried spinning the turbine with an allen wrench, the turbine would not spin. Further disassembly of turbine's lower housing reveal traces of aluminum nodules. Carefusion replaced the turbine to address the customer's reported issue.

Event description:
It was reported to carefusion that the unit stopped working while on a patient. The father reported that there was no pressure coming from the ventilator and the circuit was just fine. The patient was placed on the bedside ventilator with no harm. The father was instructed to perform a leak test and the ventilator immediately failed.